Manufacturer narrative:
Additional information was updated in b.3. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information updated in d.4. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the compressed fluidics management system (fms) cassette tubing and irrigation cut during surgery. The procedure type was unknown. The procedure continued after changed the (fms) fluidics management system. There was no consequences for the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not returned; however, a photo was provided of tubing which appears to have a kink in the tubing. The photo confirmed the complaint. The customer¿s complaint of a kink in the tubing was confirmed. The root cause of the kink is consistent with a defect observed when the tubing is improperly placed in the tray during the manufacturing process. Procedural enhancements will be implemented for better handling of tubing and will help mitigate and reduce recurrence of the reported issue. All lots are verified that all required inspections have been performed and all acceptance criteria are met. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).